Event description:
The customer reported that the system did not produce an x-ray. There was a possible video signal interruption. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc needs to check if the x-ray values are stable.